Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 8 days post implant, the right ventricular (rv) lead and right atrial (ra) lead were suspected to have moved. Before the patient could have a revision procedure, they received an shock for t-wave oversensing. The right ventricular (rv) lead had high capture threshold and a decrease in r-wave measurements. The left ventricular (lv) lead was noted to have an increase in capture threshold. The ra and rv leads were repositioned and remain in use. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.